Manufacturer narrative:
This report is submitted february 2, 2017.

Manufacturer narrative:
This report is submitted on november 21, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2016 due to poor performance with device use. There are no plans to re-implant the patient with a new device.